Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the implanted mitraclip had become unstable and mitral regurgitation increased, requiring another mitraclip procedure as treatment. It was reported that in the year of 2008, the patient presented with degenerative mitral regurgitation (mr). Two mitraclips were implanted in the central portion of the mitral valve leaflets without reported issue. Around (B)(6) 2017, the patient presented with increased mr grade 4+ and dyspnea. On (B)(6) 2017, another mitraclip procedure was performed as treatment. Per imaging, one of the two original clips had become unstable on the leaflets. As treatment, one mitraclip was successfully implanted in the medial mitral valve leaflets, stabilizing the original clip. Mr was reduced from grade 4+ to grade 3+. Another mitraclip was implanted, further reducing the mr to grade 2+. Per physician, the increased mr was not related to the device and was related to disease progression. There was no additional information provided.

Manufacturer narrative:
(B)(4). A partial UDI is reported because the lot number was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the lot number for the device was not provided. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the failure to adhere or bond (partial clip movement) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed, as no additional information was able to be provided about the event. The reported mitral regurgitation (mr) was reported to be a result of disease progression, and the dyspnea, a cascading effect of the mr. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure for treatment, stabilizing the original clip, and successfully reducing the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.